Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. 6947 implantable tachy lead 2009 (B)(6). (B)(4).

Event description:
It was reported that following a cardioversion procedure, the patient's device was programmed to ddd pacing mode with a lower rate of 80bpm and they experienced shortness of breath and fatigue as a result of the programming and mode switch. It was further reported that a device interrogation showed intrinsic atrial fibrillation and increased ventricular pacing. The clinician further expressed disappointment that the mode switch lower rate could not be programmed lower. The device was programmed to vvi pacing mode at 50 bpm. The device remains in use. No further patient complications have been reported as a result of this event.